Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the patient went to the emergency department for pain and extracted a part of bd venflon¿ pro safety catheter from the patient arm. The following information was provided by the initial reporter: a patient came to emergency departement for pain in the arm - they show and extract a part of a catheter venflon por safety - this catheter was placed during a past hospitalization . In attachment the mail of the customer mail "today, a doctor called me to inform me of an incident with the green and pink venflon from bd. Indeed, after hospitalization, a patient had to go to the emergency room to extract a foreign body in the arm. This foreign body was a piece of the venflon catheter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the patient went to the emergency department for pain and extracted a part of bd venflon¿ pro safety catheter from the patient arm. The following information was provided by the initial reporter: a patient came to emergency departement for pain in the arm - they show and extract a part of a catheter venflon por safety - this catheter was placed during a past hospitalization . In attachment the mail of the customer. Mail: "today, a doctor called me to inform me of an incident with the green and pink venflon from bd. Indeed, after hospitalization, a patient had to go to the emergency room to extract a foreign body in the arm. This foreign body was a piece of the venflon catheter."